Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. Reportedly, the customer initially thought they loaded 240 units. While troubleshooting, the customer remembered that they filled the cartridge with 220 units and indicated that they used insulin to expel air bubbles. There was no reported impact to customer's blood glucose level.